Event description:
Surgeon was trying to advance the catheter and when she pulled it out, the end of the catheter was nearly broken off. If the tip completely came off, it would have been floating in the pleural space.

Event description:
Surgeon was trying to advance the catheter and when she pulled it out, the end of the catheter was nearly broken off. If the tip completely came off, it would have been floating in the pleural space. Intensivist was inserting a chest tube. This is the first incident with this problem. Intensivist did not know what make have caused it other than equipment malfunction.